Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer¿s blood glucose value at time of incident was 550 mg/dl and current blood glucose value was 221 mg/dl. Customer treated the highs with bolus. Customer also had blood glucose value as low as 42mg/dl. Customer did not allege pump was under delivering. Insulin pump will not be returned for analysis.